Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 15-dec-2024, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 23-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a bacterial infection which led to an explant of the entire system. The ins was implanted for over 5 months. The issue was resolved at the time of report.